Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 4 retention samples from bd inventory were evaluated and oil gel globules were not observed. 4 retained tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300 g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules; none were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced oil gel globules. This event occurred three times. The following information was provided by the initial reporter. The customer stated: substances similar to oil droplets appear in the serum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced oil gel globules. This event occurred three times. The following information was provided by the initial reporter. The customer stated: substances similar to oil droplets appear in the serum.